Event description:
A malfunction alarm was reported, displaying malf 9, and the customer received assistance with resetting the pump, but the issue recurred even after the pump was reset. Blood glucose levels did not exceed 500 mg/dl, so there was no adverse impact to the customer¿s blood glucose level. Due to the persistent malfunction, technical support arranged for the replacement of the pump.